Manufacturer narrative:
It was determined during the facility investigation that the mains cable from the breeze pump unit was moved from its original safe position and placed through the underside of the bed frame where there is a potential for cable damage to occur. Our conclusion is when the sys was initially installed, the cable was managed (positioned) so that cable entrapment was avoided. Due to incorrect user handling, the pump units mains cable was placed in a position whereby increased risk of cable entrapment was possible and did eventually occur causing a spark and burn mark on the frame. In our product risk analysis file our determination was: historical data demonstrates that this and similar designs give few and minor occurrences of harm. Having reviewed the past 2 years complaint events, we have not recorded any instances of this nature with the breeze system, however, it may now be necessary to review the "probability of occurrence" for all sys due to the general risk associated to this type of event from similar sys. A review of ifus for other current products finds they adequately warn our users of the risks when installing and correctly managing the mains cables. We will review/update the IFU content of the breeze (and other products as applicable) to improve the warning info. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The electrical mains power cord from the breeze pump unit was caught in the mechanical moving parts of the bed frame (hill-rom century) causing the cord to be stripped. This cut through the wires which caused a spark and burn mark on the frame (where it was cut). There was no injury to pt or user from this incident.